Event description:
It was reported that the 3.0x38 xience xpedition stent was implanted on (B)(6) 2014 in the mildly calcified, mid right coronary artery (rca) and postdilated with a non-compliant balloon. It was a straightforward case without any adverse events or device issues. The patient's clinical presentation was stable angina prior to the procedure. Reportedly, the patient was compliant with the dual antiplatelet therapy post procedure. Six days later, on (B)(6)2014, the patient returned to the hospital with chest pain. Coronary angiogram identified haziness and vessel occlusion on the proximal segment of the stent, but the patient was transferred to another hospital on (B)(6) 2014 for further treatment. A guide wire was advanced down the rca, but was unable to pass different sized balloons, until he got a 1.2 non-abbott balloon down and dilated the vessel. The balloon size was increased to 2.0 and up until the vessel was treated. Intravascular ultrasound was performed; identifying possible stent and tissue prolapse. There was also calcium in the stent. A new distal dissection was noted, but the cause of the dissection was unknown. It was possibly caused by the multiple devices that were used to treat the vessel occlusion. The entire rca from the ostium to the distal rca was stented with multiple stents on (B)(6) 2014. The chest pain resolved and the patient was discharged the next day on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from this lot. A query of the electronic complaint database revealed no other similar incidents reported for stent damage from this lot. The reported patient effects of angina and occlusion, as listed in the xience xpedition instructions for use, are known patient effects that may be associated with coronary stenting procedures. Based on the reviewed information, no product deficiency was identified.